Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis and the reported separation was not confirmed; however, it was confirmed that the correct device was returned. The difficulty removing from the packaging was not confirmed because the tray was not returned. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the damage and difficulty removing from the packaging tray appears to be due to operational context. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation an emboshield nav 6 embolic protection system (eps) was pulled out of the packaging and the delivery system split (the part that housed the filter). The filtration element loaded into the delivery catheter pod without issue. No bends/kinks/damage was noted on the delivery catheter while in the tray. Resistance was noted while removing the delivery catheter from the tray. The device was not used and there was no patient involvement. A second emboshield nav 6 eps was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.